Manufacturer narrative:
The technician replaced the foot hi/low valve to repair the bed.

Event description:
The biomed stated the foot hi/low would not go up and was at its lowest level so the bed could not go into trendelenburg.